Manufacturer narrative:
The insulin pump was received with cracked case on the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratches on display window. No crack on display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack in caes. The customer stated that the device was not bumped or dropped. The customer reported that the crack is seen in the area of the display. The customer doesn't know how the damaged happened. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.